Event description:
The customer states that the beckman coulter dxh800 instrument generated erroneous low mcv values when compared to the beckman coulter hmx instrument for a specific patient sample. The erroneous results were generated on both the initial and rerun of specimen 1, with no instrument generated flags. No erroneous results were reported out. The erroneous results were generated on both the initial and rerun of specimen 1. There was no death, injury, or affect to patient treatment associated with this event. The difference in mcv values between the two instruments was greater than 6.0 fl for the first sample. A new specimen (specimen 2) was requested as a consequence of the differences observed; similar low mcv values on the dxh800 were obtained on the second sample (greater than 3.0 fl), with no instrument generated flags. The customer reported the values from the hmx as correct. There was no service provided for this event. This issue has only been observed on this patient. Raw data files were provided, but the analysis was not available at the time of this investigation. Root cause is unknown based on the available information, but may be patient sample related. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message.

Manufacturer narrative:
(B)(4). Issue is being investigated.